Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, 30j testing, readiness testing, and power cycling without duplicating the report. The analog board was replaced as a pre-caution. The device was recertified and returned to the customer. The cable and pads used during the event were returned for evaluation; no discrepancies were found. Analysis of reports of this type has not identified an increase in trend.